Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a lap cholecystectomy procedure, the device would activate as they worked and if they move it, the blade stops activation. When the max button is held down, the device stops. They used another device to complete the procedure. There was no adverse consequence to the pt.